Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Notified by representative (B)(6) that a surgery was performed on (B)(6) 2025 using an endo evo w with an optistem adaptor, and it became disassociated a few weeks later and had to be revised. The representative stated that when the revision of the components took place, they noticed that the set screw was not used in the femoral component and optistem adaptor junction. A revision occurred on (B)(6) 2025 without any issues when the set screw was used. [Customer]

Event description:
Notified by representative (B)(6) that a surgery was performed on (B)(6) 2025 using an endo evo w with an optistem adaptor, and it became disassociated a few weeks later and had to be revised. The representative stated that when the revision of the components took place, they noticed that the set screw was not used in the femoral component and optistem adaptor junction. A revision occurred on (B)(6) 2025 without any issues when the set screw was used. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed